Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Medwatch report #(B)(4) states: title: xxxxx. Event desc: revision of metal-on-metal components. Patient had a repeat of his metal ion levels show a rise in his ions. What was the original intended procedure? Right total hip arthroplasty. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) other relevant history: unique characteristics: not applicable.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.